Event description:
Boston scientific received information that the device was experiencing higher than expected charge times, however, they were still within the acceptable limits. Approximately one month later, the charge time continued to be higher than expected, thus a manual capacitor reform was performed to test the integrity of the system. Following the manual capacitor reform, the device exhibited two consecutive charge times that were outside of the extended charge time limit for the device, thus a battery status of elective replacement indicator (eri) was declared. The device was explanted and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.